Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 347060, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20565059/ 21054637/ 21054637/ 21234197, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 21086018/ 5067309, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of swelling and inflammation were noted. The patient was admitted and was prescribe IV antibiotics. The physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected.